Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged during a recent open heart surgery. The local field representative contacted boston scientific technical services (ts) and inquired about disabling lv pacing. Ts discussed that the lv output would need to be turned down. No adverse patient effects were reported. Available information indicates that this lead remains implanted.